Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multi-organ failure, as well as patient outcome, could not be conclusively established through this evaluation. It was reported through patient outcome information that the patient expired on (B)(6) 2021 due to multi-organ failure. No device-related issues were reported prior to the outcome, and no further details regarding the multi-organ failure could be provided. The device reportedly operated as intended. An autopsy was not performed, and the device is not available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-organ failure. No device related issues were mentioned prior to the outcome. An autopsy was not performed and device will not be returned for evaluation.